Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead had been exhibiting impedance measurements greater than 2500 ohms, no sensing and no capture. An x-ray revealed the lead was fractured. The caller believes the lead was fractured due to flex fatigue as the patient gets in and out of a wheel chair many times a day. It is suspected that the fracture is related to how the suture sleeve is oriented in the pocket because the patient's right ventricular lead has not been damaged. The caller was inquiring about additional information regarding flex fatigue fractures and the orientation of the suture sleeve. A revision procedure was performed and the lead was removed from service and replaced without further incident.